Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.2 was not opening. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height sub drawer 3.2 not in a failed state. A field service engineer (fse) investigated and unable to reproduce the reported error. Fse performed a visual inspection and tested the drawer in hardware test application (hta). Drawer was functioning as expected. The system functioned as intended after the field service engineer tested the device.